Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there is a delta extend revision planned on (B)(6) 2025 where glenosphere screw is broken and glenosphere is loose. First time implanted 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "there are delta extend revisio coming 30.9 where glenosphere screw in broken and glenosphere is loose. First time implanted 2021". The device associated with this report was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to the materials team which conducted an analysis of the fracture. Visual inspection revealed that the dxtend metaglene presents signs of bone ingrowth adhered at the fixation post. Due to the observed fractured at the mating implant, it is reasonable to conclude that a disassociation occurred between the glenosphere and metaglene. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product code 130760000 lot number 5518106, and no non-conformances / manufacturing irregularities were identified during manufacturing. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed based on the visual examination of the glenosphere. Dxtend metaglene would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product code 130760000 lot number 5518106, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device product code 130760000 lot number 5518106, and no non-conformances / manufacturing irregularities were identified during manufacturing. Added: d4 (expiration date), h4. Corrected: h3, d4 (primary UDI).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.